Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was vibrating for no reason, and the device was just counting 123 over and over. Customer's blood glucose was 254 mg/dl. Customer was calling back after receiving a new battery cap. Customer was not connected to the device, customer was on insulin injections. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.